Event description:
As reported by an affiliate, during a cerebral embolization procedure, two (2) deltaplush cerecyte 2.5 mm x 6 cm coils (cpl10025630/c17528) could not be advanced inside the unknown microcatheter. It was reported that the coil seemed to "overlap itself". It was reported that it was as if the introducer had a fault or "invagination" inside near to the distal part that did not allow the coil to advance. The coil was still inside the introducer. The device was carefully removed from the microcatheter and another coil with same reference was used; however, the same problem occurred with the second coil. The physician decided to use a competitor's coil and completed the procedure using the same microcatheter. It was reported that the devices had been prepped and used per instructions for use (IFU). No additional information was provided.

Manufacturer narrative:
The device was returned for analysis on 1/29/2014. (B)(6). Complaint conclusion: two deltaplush microcoils of the same type and lot number (cpl100256-30, lot c17528) were returned for the same complaint; therefore for inspection and identification purposes the coils were identified as coil "a" and coil "b". The microcatheter and the rotating hemostatic valve (rhv) were unidentified and not returned. Concerning coil "a": as viewed through the introducer sheath, the proximal section of the coil has severe buckling and compression damage. Located 2.1 centimeters off the distal tip of the device positioning unit (dpu), the tip coil section has been severely buckled. Located 3 millimeters off the distal tip of the dpu, the proximal transition section has been severely buckled. The coil's socket ring has been bent distally >90 degrees against the proximal soldered section. Except as noted; the reminder of the coil is undamaged. Concerning coil "b": the proximal section of the coil was found to have severe stretching and buckling damage. Located 12.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath for the remaining length. No external mechanical sheath damage was found at the protrusion site of the core wire. Located 1.0 centimeter off the distal tip of the dpu the tip coil has been buckled. Located 3 millimeters and 4 millimeters off the distal tip of the dpu and between the distal end of the tip coil and the proximal end of the resistive heating coil's transition junction are two sections of buckling and compression damage. The coil's socket ring has been pushed down and under the outer sheath. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. Located on the top proximal end of the resheathing tool, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. The most likely primary contributing factor to the coils' reported inability to be advanced inside the microcatheter and reported coil "overlapping" may have been due to distal interference. The most likely section of the coil observed to be "overlapping" by the end user was in the funnel section of the microcatheter's hub proximal, but adjacent to, the hub-to-microcatheter junction. For this to occur, either of two additional possible contributing factors may have occurred: the distal tip of the green introducer may have been misaligned or not flush against the microcatheter's hub funnel, or the rhv's adjustable rubber gasket was not adequately tightened to prevent the green introducer from moving proximally during coil advancement, or it was over-tightened, which would have produced the same coil damage found to the unit. Either of these actions would have allowed the coil to protrude outside between the distal tip of the green introducer and the distal section of the microcatheter's funnel. The protruding coil would have then been observed to be "overlapping" before entering the hub to microcatheter junction. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition." The secondary contributing factor to the coil's inability to be advanced inside the microcatheter and its reported "overlapping" may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism may have caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath may also have caught the v notches extended edges. This would produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would produce significant resistance. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3," "caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm)." The third contributing factor to the coils' inability to be advanced inside the microcatheter and the reported "overlapping" may have been due to an unknown source of distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The difficulty in advancing the coils was confirmed based on the condition of the device returned. In addition, the coils were determined to be damaged. Procedural factors, which are addressed in the IFU, may have contributed to the difficulty in advancing the coils, including positioning the introducer, unsheathing the device, and interaction with concomitant devices. There is no evidence that the complaint was related to a design or manufacturing issue; therefore, no corrective action will be taken at this time. This is an initial/final MDR. This MDR is for 2 devices used in the same procedure with the same lot number, catalog number and complaint.